Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console log confirmed the reported failure mode. The console was tested and after power cycling the console 200 times, it was unable to reproduce the reported failure mode - controller error. The cause of the issue was not determined due to the inability to reproduce on the returned aic d4 unique identifier (UDI) # was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella 5.5 pump support ongoing when on day 10 of the support there was an automated impella controller (aic) malfunction. The aic controller failure alarm was observed by the perfusionist and the console was removed/replaced. The support continued without any noted harm or injury from interruption.